Event description:
It is reported that the device was implanted in 2005 and revised in 2009. Pt complained of pain and swelling in left knee. Had knee aspirated in office with fluid sent for culture. Result was positive for infection. Components were revised. Femur was retained, flash sterilized, and reimplanted with antibiotic cement with a new articular surface to act as a mobile spacer.

Manufacturer narrative:
Evaluation summary: the sterilization process for this device (after initial manufacture) was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. In addition, the manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to the pt infection. The product experience report also states, "femur was retained, flash sterilized, and reimplanted with antibiotic cement with new articular surface to act as a mobile spacer." This would be considered an inappropriate procedure according to the packaging insert which states: "do not re sterilize single use only components that have been contaminated with body fluids or debris or previously implanted." The femoral component is identified as a single use device in the packaging insert. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.